Event description:
It was reported that a patient who underwent primary breast augmentation with 225cc mentor memorygel breast implants experienced left sided rupture, bilateral ptosis, bilateral benign appearing breast calcifications, left sided granuloma, and right sided breast mass post procedure. These issues were identified through ultrasound and mammography. There was free silicone in the left axillary lymph node. There are two stable breast masses in the right breast that were biopsied in 2021. As a result, bilateral capsulectomy, bilateral mastopexy, explant, and fat grafting was performed on (B)(6) 2024. See 1645337-2024-04257 for contralateral prosthesis report.

Manufacturer narrative:
Upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis, calcification, breast mass. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).